Event description:
It was reported the pt experienced increased pain in the legs and no stimulation sensation. The pt has fallen since implant; the pt's "her legs gave out". The pt has fallen almost every day at least once. The pt has never turned the stimulator off because she is afraid she won't be albe to walk. The pt was scheduled to see the physician for reprogramming. The pt was at home in good condition at the time of the call. Additional info has been requested from the hcp, but was not available as of the date of this report.